Event description:
During an endoscopy procedure, a large pedunculated polyp was resected leaving a fibrotic base and 2 vessels running across a fold in the colon. The vessels were clipped using two (2) cook instinct endoscopic hemoclips without incident. The doctor then used a third cook instinct endoscopic hemoclip to clip the base, which was very hard and fibrotic. The physician applied the clip from a distance and applied pressure to the fully opened clip. The assistant was asked to close and deploy in rapid succession and the handle detached from the drive wire of the clip. The physician applied additional force to the handle. Movement of the handle had no effect and the clip could not be deployed. At this point the clip was closed onto the tissue but would not release and could not be reopened. The physician pulled back gently and the clip came free of the polyp base with no trauma caused. The doctor asked for another clip to complete the originally planned procedure. This time as the clip was attached and closed, the medical staff waited before deploying to ensure the clip was closed fully. The assistant then deployed this clip successfully. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Instructions for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.